Event description:
It was reported that following transcatheter aortic valve replacement (tavr), death occurred. Procedure summary: a sentinel embolic protection device was placed. Vascular access was obtained via a femoral approach. A 27mm lotus edge valve was positioned and deployed in the intended location. No indication of paravalvular leak (pvl) was noted post implant. The patient tolerated the procedure well. The patient had a transesophageal echo (tee) before leaving which indicated none to trace pvl. The patient was discharged to return home in another city. Post procedure summary: four days post tavr, the patient was seen in followup by another physician closer to home for an unknown reason. The patient was admitted to the hospital the following day. The admission was at a facility closer to the patient's home and different from the implanting facility. The patient died a day or two later.

Event description:
It was reported that following transcatheter aortic valve replacement (tavr), death occurred. Procedure summary: a sentinel embolic protection device was placed. Vascular access was obtained via a femoral approach. A 27mm lotus edge valve was positioned and deployed in the intended location. No indication of paravalvular leak (pvl) was noted post implant. The patient tolerated the procedure well. The patient had a transesophageal echo (tee) before leaving which indicated none to trace pvl. The patient was discharged to return home in another city. Post procedure summary: four days post tavr, the patient was seen in followup by another physician closer to home for an unknown reason. The patient was admitted to the hospital the following day. The admission was at a facility closer to the patient's home and different from the implanting facility. The patient died a day or two later.